Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the charger/modem was unable to power up. It was discovered that d601 (12v power supply) on the bedside board was knocked off and the pads were lifted. The root cause for the damaged d601 component could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned charger sn (B)(4) and reported that the charger was unable to power on.